Manufacturer narrative:
The technician found the caster stems broken on the foot end of the bed which resulted in damage to the brake bar when attempting to set the brakes. An investigation was performed and this issue was addressed under an engineering change. The technician replaced the brake steer pedal and brake casters on the foot end of the bed to resolve the issue. Based on this information, no further action is required.

Event description:
The technician reported the brakes will set but are not holding. There was no pt/user injury reported. (B)(4).